Manufacturer narrative:
(B)(4).

Event description:
This unsolicited case from united states was received on 27-dec-2016 via literature article: sehra st, danve a. Sulfasalazine for inflammatory arthritis induced by hyaluronic acid. American journal of therapeutics. 2016;0(0):1-2. This case concerns a (B)(6) year old male patient who initiated treatment with synvisc (hylan g-f 20) and after unknown latency developed inflammatory arthritis and reduced range of motion and the baseline osteoarthritis right knee pain remained unchanged (device ineffective). The medical history of the patient was significant for hypertension, hyperlipidemia, and reflux disease. There was no family history of autoimmune disease. The concomitant drugs were simvastatin, omeprazole, and indometacin (indomethacin) for knee pain. Before indometacin, the patient had tried celecoxib without improvement. No concurrent condition was reported. On an unknown date, the patient initiated treatment with intra-articular synvisc injection (dose, frequency, batch/lot number and expiration date: unknown) in both knees for osteoarthritis. It was reported that the patient had received 3 injections. On an unknown date, after unknown latency, the patient's baseline osteoarthritic right knee pain remained unchanged (device ineffective), but left knee pain and swelling was progressively worse after each injection. On an unknown date, the patient was referred to rheumatology for management of left knee pain and swelling. The patient denied any fevers, abdominal pain, back pain, high-risk sexual behavior, eye redness, blurry vision, sick contacts, or tick bites. On examination, the vital signs were within normal limits. Eyes did not show redness or photophobia. The patient had no heart murmurs and skin examination was unremarkable. The rest of the systemic examination was normal. The joint examination showed crepitus in the right knee, no redness, swelling, and normal range of motion. Left knee showed a moderate effusion, mild erythema, and warmth with reduced range of motion; consistent with inflammatory arthritis. Laboratory test results revealed a normal complete blood count, kidney and liver function, sedimentation rate, and c-reactive protein. Lyme antibody, rheumatoid factor, anti-cyclic citrullinated peptide antibody, and urine for chlamydia and gonorrhea were negative. Synovial fluid showed 15,147 white blood cells with 70% neutrophils, 25% monocytes, and 5% lymphocytes. Crystal analysis, gram stain, and bacterial and fungal culture were negative. A diagnosis of probable hyaluronic acid-induced inflammatory arthritis was made and the patient was started on a third nonsteroidal anti-inflammatory (nsaid), meloxicam, without any significant benefit. Over the course of the illness, the patient had also been injected with corticosteroids and received oral corticosteroids without any relief. On an unknown date, treatment with sulfasalazine was started and dose was up-titrated to 1000 mg twice a day. The patient noted significant improvement and returned to baseline within 3 weeks. The blood work for drug monitoring revealed leukopenia, thus sulfasalazine was stopped. The patient was treated for a total of 8 weeks. The repeat counts 4 weeks later were normal. The patient had since been off scheduled nsaids and sulfasalazine, and he remained symptom-free over a 6-month follow-up period. It was reported that the joint pain and swelling were worse than usual, probably because the patient received injections despite having an initial relatively milder reaction. Sulfasalazine was empirically tried with an excellent response within a few weeks of initiation of treatment. The patient was visiting a developing country with inadequate health care; thus, the medication was stopped despite otherwise asymptomatic mild leukopenia. The patient did not have a return of symptoms after stopping the medication. In the opinion of the author, given the temporal relationship of symptoms to hyaluronic acid injections, absence of another diagnosis, a reaction to hyaluronic acid was the likely cause of the monoarticular inflammatory arthritis. Corrective treatment: sulfasalazine, meloxicam, corticosteroids for inflammatory arthritis; not reported for reduced range of motion. Outcome: recovered for inflammatory arthritis and reduced range of motion reporter causality: probable hyaluronic acid induced inflammatory arthritis. Seriousness criterion: required intervention for inflammatory arthritis.

Event description:
This unsolicited case from united states was received on 27-dec-2016 via literature article: sehra st, danve a. Sulfasalazine for inflammatory arthritis induced by hyaluronic acid. American journal of therapeutics. 2016;0(0):1-2. This case concerns a (B)(6) male patient who initiated treatment with synvisc (hylan g-f 20) and after unknown latency developed inflammatory arthritis and reduced range of motion and the baseline osteoarthritis right knee pain remained unchanged (device ineffective). The medical history of the patient was significant for hypertension, hyperlipidemia, and reflux disease. There was no family history of autoimmune disease. The concomitant drugs were simvastatin, omeprazole, and indometacin (indomethacin) for knee pain. Before indometacin, the patient had tried celecoxib without improvement. No concurrent condition was reported. On an unknown date, the patient initiated treatment with intra-articular synvisc injection (dose, frequency, batch/lot number and expiration date: unknown) in both knees for osteoarthritis. It was reported that the patient had received 3 injections. On an unknown date, after unknown latency, the patient's baseline osteoarthritic right knee pain remained unchanged (device ineffective), but left knee pain and swelling was progressively worse after each injection. On an unknown date, the patient was referred to rheumatology for management of left knee pain and swelling. The patient denied any fevers, abdominal pain, back pain, high-risk sexual behavior, eye redness, blurry vision, sick contacts, or tick bites. On examination, the vital signs were within normal limits. Eyes did not show redness or photophobia. The patient had no heart murmurs and skin examination was unremarkable. The rest of the systemic examination was normal. The joint examination showed crepitus in the right knee, no redness, swelling, and normal range of motion. Left knee showed a moderate effusion, mild erythema, and warmth with reduced range of motion; consistent with inflammatory arthritis. Laboratory test results revealed a normal complete blood count, kidney and liver function, sedimentation rate, and c-reactive protein. Lyme antibody, rheumatoid factor, anti-cyclic citrullinated peptide antibody, and urine for chlamydia and gonorrhea were negative. Synovial fluid showed 15,147 white blood cells with 70% neutrophils, 25% monocytes, and 5% lymphocytes. Crystal analysis, gram stain, and bacterial and fungal culture were negative. A diagnosis of probable hyaluronic acid-induced inflammatory arthritis was made and the patient was started on a third nonsteroidal anti-inflammatory (nsaid), meloxicam, without any significant benefit. Over the course of the illness, the patient had also been injected with corticosteroids and received oral corticosteroids without any relief. On an unknown date, treatment with sulfasalazine was started and dose was up-titrated to 1000 mg twice a day. The patient noted significant improvement and returned to baseline within 3 weeks. The blood work for drug monitoring revealed leukopenia, thus sulfasalazine was stopped. The patient was treated for a total of 8 weeks. The repeat counts 4 weeks later were normal. The patient had since been off scheduled nsaids and sulfasalazine, and he remained symptom-free over a 6-month follow-up period. It was reported that the joint pain and swelling were worse than usual, probably because the patient received injections despite having an initial relatively milder reaction. Sulfasalazine was empirically tried with an excellent response within a few weeks of initiation of treatment. The patient was visiting a developing country with inadequate health care; thus, the medication was stopped despite otherwise asymptomatic mild leukopenia. The patient did not have a return of symptoms after stopping the medication. In the opinion of the author, given the temporal relationship of symptoms to hyaluronic acid injections, absence of another diagnosis, a reaction to hyaluronic acid was the likely cause of the monoarticular inflammatory arthritis. Corrective treatment: sulfasalazine, meloxicam, corticosteroids for inflammatory arthritis; not reported for reduced range of motion. Outcome: recovered for inflammatory arthritis and reduced range of motion a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Reporter causality: probable hyaluronic acid induced inflammatory arthritis seriousness criterion: required intervention for inflammatory arthritis additional information was received on 06-jan-2017. Global ptc number and ptc results were added. Text was amended accordingly.